Event description:
New information indicates that the device was explanted and replaced. The patients condition was stable.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device presented with premature eri when an asymptomatic patient presented to the hospital. Lead resistance was normal and no therapies were recorded. Device remains implanted. Patient condition has been stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.